Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for creatinine on a cobas 8000 c 702 module. Patient 1 initial result was 170.8 umol/l. The repeat result was 12.6 umol/l. Patient 2 initial result was 852.8 umol/l. The repeat result was 492 umol/l. Patient 3 initial result was 138.5 umol/l. The repeat result was 10 umol/l.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. Sample clot and sample probe alarms were noted. On 15-may-2025, the field service engineer (fse) readjusted both sample probes. On 23-may-2025, the fse retubed the instrument. The fse noticed that a solenoid valve was loose and had detergent buildup; the fse fixed this issue. After retubing the instrument, system tests and hardware checks were performed with passing results. Calibration and qc were acceptable. The specific root cause of the event could not be determined. The service actions resolved the issue.